Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt felt that the stimulation was turning on and off. Changing the stimulation settings did not make a difference. The pt contacted the physician regarding this issue. No further details or pt outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).